Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the siren did not stop ringing and the screen became white or dark. Customer blood glucose value was unknown at the time of incidence. Customer stated that battery was removed also return button was pressed and hold to stop the siren but when a new battery was inserted again the siren rang and the screen was flashing whitely. Customer stated characters and pictures was not displayed on the screen and the insulin pump could not be operated. The device will be returned for analysis.